Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was displayed as "high," but the specific value was unknown. Customer used an old pump to address bg level. A replacement pump with updated software was arranged to be sent to the customer, who will continue using their backup insulin pump for therapy.